Event description:
A physician successfully deployed an xact stent in the right carotid artery. Post the stenting, the pt appeared to have a grand mal seizure. The pt was responsive for ten minutes and then was unresponsive. The pt was intubated and in a coma for approx a week. Currently, the pt is awake, responsive, follows simple commands and will be transferred to a rehabilitation facility.

Manufacturer narrative:
The device was not returned and there was no lot info. We were not able to perform device inspection or device history record review in this case.